Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: the returned product consisted of the watchman delivery system (wds). The implant was received connected to the core wire undeployed inside the wds. There were numerous kinks along the shaft of the device. The shaft was damaged 42 mm from the hub. The tip was damaged. The implant was deployed during analysis and measured. The implant was found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing could not be performed due to the damage to the shaft. The reported shaft damage was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported there was a pin-size hole in the shaft. A left atrial appendage (laa) closure procedure was being performed. A 21 mm watchman laa closure device & delivery system (wds) was selected. During preparation, the wds was taken out of the plastic coil tubing and laid flat on the prepping table. The hemostasis valve was loosened and the core wire moved back to check the device was attached. Saline was used to flush the device; back flushing first, then tightening the hemostasis valve to proceed with forward flushing to remove any air from the device. After numerous attempts to remove the air, there was still a lot of bubbles. The outer shaft of the wds was examined and pin-size hole was observed in the down side of the outer shaft, reasonably close to the y-connector end and fluid was coming out as they attempted to prep. The device was replaced with another of the same size and the new device was prepped without issue and the implant was successful. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a pin-size hole in the shaft. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) was selected. During preparation, the wds was taken out of the plastic coil tubing and laid flat on the prepping table. The hemostasis valve was loosened and the core wire moved back to check the device was attached. Saline was used to flush the device; back flushing first, then tightening the hemostasis valve to proceed with forward flushing to remove any air from the device. After numerous attempts to remove the air, there was still a lot of bubbles. The outer shaft of the wds was examined and pin-size hole was observed in the down side of the outer shaft, reasonably close to the y-connector end and fluid was coming out as they attempted to prep. The device was replaced with another of the same size and the new device was prepped without issue and the implant was successful. No patient complications reported.